Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was reformatted and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system was not saving patient images. There is no report of patient injury.